Event description:
The customer reported that the display was dim. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device had a dim screen. It was reported that the device was older and has a 1st generation liquid crystal display (lcd). The remote service engineer (rse) recommended replacing the user interface (ui) assembly. The customer has software 2.30. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.